Event description:
The customer contacted physio-control to report that while monitoring a patient their device powered off by itself twice without warning. There were no adverse affects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. The electronic patient record was downloaded and the file did show that the device powered off twice during the event. As a precaution, physio replaced the device's rear enclosure assembly which contains the battery pins. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The cause of the reported failure could not be determined.